Event description:
The physician was attempting to implant a 2.25 mm diameter x 18 mm length endeavor resolute rapid exchange (rx) drug-eluting stent to the proximal cx. The lesion morphology was reported as very tortuous. The pt had previously had stenting of the lm. It was reported that while the physician was attempting to cross the lm the device got caught on a previously deployed stent and the physician withdrew the device. Upon removal it was noticed that the stent appeared damaged. The device was inspected prior to use with no issues noted. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: device caught on previously deployed stent, stent deformation. Conclusions: device caught on previously deployed stent. Eval summary: the device was returned to medtronic galway for eval. The first four proximal segments were intact and positioned as per specification on the balloon, however, the remaining stent segments were deformed and stretched. The most distal segments were positioned over the catheter tip. The catheter tip was slightly damaged and bunched. Blood residue was evident between the balloon folds. Info received from the field reported that the returned device got caught on the previously deployed stents in the lm and was withdrawn. Cine images eval: there were no images captured of the returned device at the target lesion.